Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the large hem-o-lok clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Note: refer to medwatch report (MDR) with MFR report #2955842-2024-15114 for MDR submission of the same event involving the other large hem-o-lok clip applier instrument associated with a clip misapplication issue.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy procedure, the purple clip kept falling off of the large hem-o-lok clip applier instrument. The procedure was completed robotically with no reports of patient injury. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the large hem-o-lok clip applier instruments that the customer attempted to use, had never been used before. They were inspected and looked to be perfectly fine. However, when the doctor attempted to clip a vessel, the clip would fall off the large hem-o-lok clip applier instrument. This happened several times. So, the customer opened a second large hem-o-lok clip applier instrument and faced the same issue. The reporter was not sure why the clips kept falling off. It is unknown if the customer retrieved the clips that fell inside the patient. The customer used a hand-held clip applier instrument (a 3rd-party manufacturer product) to continue with the procedure.